Event description:
It was reported the broncho videoscope exhibited forceps stuck within the forceps channel during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional customer info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h3. The device was returned to olympus for inspection, and the reportable malfunction wasconfirmed. Based on the results of the investigation, the issue was attributed to stress related problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: crushing of the insertion part was observed. It is speculated that the forceps channel running inside may have narrowed, affecting the ease of insertion of treatment instruments and cleaning brushes. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Important information ¿ please read before use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.